Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain threshold. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a high drain 104 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode) alarm occurred during drain four on the home choice (hc). The fill volume (fv) equaled 2000ml and the cycle four ultra filtration (uf) equaled 2142ml. The caller had turned the hc off and disconnected the home patient (hp). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.